Event description:
The customer reported that they had an m540 disconnect from a c500 in or 11 while being used on a patient. This iacs is installed on a perseus. Biomed replaced the m540 with a spare which also disconnected. Biomed reported the m540s would disconnect for 5-10 seconds then reconnect. The devices would work normally for 30-45 minutes then disconnect again, for another 5-10 seconds. It was confirmed the monitoring on the m540 was continuous. There was no adverse patient impact or death reported.

Manufacturer narrative:
The report stated that the biomed was going to obtain the original m540 logs, but they were never provided for analysis. The spare m540 logs were reviewed, and the disconnects were confirmed. Draeger requested that the m500 docking station be upgraded from firmware (fw) 4.2 to fw 4.4. The (fse) field service engineer stated that the m500 would be upgraded upon returning for the next onsite service visit. It was confirmed that no adverse patient impact occurred, and that there was no patient delay or interruption to patient care.

Event description:
The customer reported that they had an m540 disconnect from a c500 in or 11 while being used on a patient. This iacs is installed on a perseus. Biomed replaced the m540 with a spare which also disconnected. Biomed reported the m540s would disconnect for 5-10 seconds then reconnect. The devices would work normally for 30-45 minutes then disconnect again, for another 5-10 seconds. It was confirmed the monitoring on the m540 was continuous. There was no adverse patient impact or death reported.